Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy device exhibited high out of range shock impedance measurements. Additional testing has been done and the plan was to continue monitor the system. The system remains in service. No adverse patient effects were reported.